Manufacturer narrative:
Additional information: based on the received information, the active electrode might be damaged due to the reported accident. The complaint can be re-opened if further relevant information and/or the device is received for investigation.

Event description:
It was reported that the patient had a head trauma.

Event description:
It was reported that the pt had a head trauma.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.